Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. Multiple events of upstream occlusion alarms were found through the event history log review by the presence of "upstream occlusion!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The device was tested for upstream occlusion detection which yielded passing results. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a multiple upstream occlusion alarms. There was no patient involvement. No additional information is available.